Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not current and station was not communicating. A technical support specialist dialed into the server and executed a downtime query in structured query language (sql), confirmed the carefusion coordination engine (cce) time was not aligned with server time while the disconnected flag showed 0, then restarted the database synchronization service 1.0, external messaging, maintenance, job scheduler, and net services, logged into health sight viewer (hsv) and verified patient and order delays related to electronic privacy information center (epic) active directory (adt) down, deployed the interface utility, and refreshed until execution completed successfully, then restarted the services again; the issue persisted despite no disk space or high central processing unit (cpu) usage concerns, with usage messages current from server but no active directory (adt) activity observed for nearly 20 minutes, restarted the active directory (adt) mbm service, after which active directory (adt) messages resumed and were confirmed current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient orders were not current, and the system was not communicating. However, there were no delays or adverse events or injuries reported based on this event.